Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Please see medwatch report # 2032227-2014-60962.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 300 mg/dl upon admittance, and the customer was wearing the insulin pump. She complained of nausea and was treated with magnesium via intraveous drip. She was unable to complete troubleshooting due to lack of a tubing clamp. Three days later, the customer stated that she had high blood glucose levels and that the insulin pump alarmed failed battery test. The blood glucose reading was 537 mg/dl, which was treated with a bolus. She stated that the reservoir compartment smelled strongly of insulin due to a reservoir leak. Upon troubleshoot, the insulin pump passed the self test. The customer called back after having received the tubing clamp to perform the high pressure test. She advised that she did not physically see insulin in the device and was not completely sure of a leak. She did not feel comfortable using the insulin pump and requested its replacement. Nothing further reported.